Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient fell and experienced syncope four times. Boston scientific technical services (ts) was contacted for assistance with patient-triggered event storage using a magnet. Ts provided instructions and discussed the sudden bradycardia response algorithm. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the physician ruled out device involvement in the syncopal event. The physician indicated the cause of the syncope was vasovagal response. The syncope was resolved with medication. This device remains in service. No additional adverse patient effects were reported.